Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer reservoir and high blood glucose levels. The spouse states the reservoir had air bubble and the customer was running out of supplies. The customer's blood glucose level at the time was 500mg/dl. The customer was advised that replacement supplies would be sent out.